Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported ventricular tachycardia (arrhythmia) and re-stenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. It should be noted that the IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28mm) with reference vessel diameters of 2.25 mm to 4.25 mm. The implantation of the stent in a saphenous vein graft (svg) does not appear to have directly caused or contributed to the reported patient effects. Therefore, no in-service will be requested. The other two xience v stents are each being filed under separate MFR numbers.

Event description:
It was reported that approximately 32 months after 3 xience v stents were implanted in the saphenous vein graft(svg) to the ramus coronary artery, the patient complained of multiple shocks delivered by his implanted coronary defibrillator due to ventricular tachycardia. The patient was started on intravenous amiodarone. Angiography revealed a 75% in-stent restenosis of the svg. The patient was treated with additional stent implantation in the svg. No additional information was provided.